Manufacturer narrative:
Service confirmed burnt radiofrequency trace on the tip membrane which most likely caused the reported issue during treatment. This evaluation confirms customer¿s account of possible sparking from the tip membrane during treatment. Investigation found glowing or sparking from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is already an nc/CAPA opened for this type of complaint.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Event description:
A user facility reported that they saw a light come from the tip and stopped using the tip. They completed the treatment with a new tip. When they inspected the tip they did not see any abnormalities.

Manufacturer narrative:
The product was returned and evaluated. Service confirmed sparks on the tip surface while in use. The tip is a valid and verified against the solta database. The tip was used for 548 treatments. The tip passed the flow and leak tests. The tip failed the visual inspection for a hole in tip surface. Dielectric breakdown was observed. The tip passed the thermistor test and failed functional testing for sparks on the tip surface while in use. The plant evaluation is underway.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Event description:
A user facility reported that they saw a light come from the tip and stopped using the tip. They completed the treatment with a new tip. When they inspected the tip they did not see any abnormalities.